Event description:
According to the literature, a study evaluated clinical factors associated with complications in patients who underwent video-assisted neck or open thyroid surgery for thyroid tumors between (B)(6) 2019 and (B)(6) 2024. The superior thyroid artery and vein were clamped with 5-mm endo clips and the upper lobe of the thyroid was divided. Ligasure was used to cut the middle thyroid vein. Postoperative complications included wound hematoma, hemorrhage and recurrent laryngeal nerve palsy. Hematomas required reoperation to resolve the issue. There were also additional surgical interventions done other than reoperation.

Manufacturer narrative:
D10 concomitant product: unknown endo cl, unknown endo clip applier (lot#unknown) drainage volume and complications in endoscopic treatment of thyroid tumors: retrospective analysis of one surgeon¿s experience during the learning period. Rui sano and atsushi ando. Asian journal of surgery 49 (2026) 1142¿1143. Https://doi.org/10.1016/j.asjsur.2025.08.080. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.